Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) analyzed the system onsite and verified that system shuts down by itself and cannot be restarted. Upon some functional test, fse found issue with fuse ufb-f4 was open. Fse replaced pdu (power distribution unit). After the replacement of the pdu, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system shuts down by itself and won't come back. No harm has been reported to philips. Philips has started an investigation of the complaint.